Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. There was no damage found to the returned battery cap or the battery compartment. There was no moisture/corrosion found in the battery compartment. The returned battery cap securely tightened to the pump with no visible yellow o ring showing. The pump rebooted to the verification screen with audible and vibratory features. The pump was exercised for 24 hours with the returned battery cap. There were no pump reboots duplicated. The pump cover was removed and there was internal moisture found on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.